Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Due to the device being received in biohazard packaging and labeling, the device could not be inspected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope could not be cleaned though the channels due to what was believed to be seeds in the patient's colon. The issue was found at the end of a surveillance colonoscopy (upper endoscopy and colonoscopy) procedure which was completed with the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: 1. Was the scope reprocessed before being sent out to olympus for repair? - yes, it was. 2. If it was reprocessed, were reprocessing steps followed per the instructions for use? - yes, steps was followed. 3. Do you know what the foreign material was inside the device? - yes, seeds. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the patient had a lot of seeds and the device needed to be cleaned/flushed/brushed multiple times. The definitive root cause was unable to be determined as to why the seeds remained. The event can be prevented by following the instructions for use (IFU) which state: "-inspection of the instrument channel -if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. -be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control." Olympus will continue to monitor field performance for this device.